Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
Related manufacturer report #2916596-2020-02859 and 2916596-2020-02860. It was reported that the patient experienced multiple driveline fault alarms, and had two unsuccessful controller exchange attempts as part of troubleshooting. After the first controller was exchanged, they were unable to start the second controller so they switched back to the old controller and attempted to exchange 4 times and were able to start the new controller. Upon analysis of the log the drive line fault alarm occurring on both controllers are believed to be true driveline faults. Phase 3 monitoring value on both controllers was reading below the specification. Patient called (B)(6) 2020 evening stating he was having low flow alarms and low speed alarms patient instructed to call 911 and come to emergency room for direct admission to hospital. Patient had low flow in emergency room and hypertension. Log files showed multiple pump off starting on (B)(6) 2020 while attached to mobile power unit. There were 63 pump stops, 55 low speed events, and speed drops as low as 0 rpm which were indicative of a percutaneous lead issue. The x-rays submitted were unremarkable. In addition, 64 driveline faults were noted in the log file, possibly indicating phase c as the issue. Patient placed on ungrounded cable for new short to shield. The patient also had suspected hemolysis with plasma hemoglobin of 33.6 g/dl and lactate dehydrogenase (ldh) elevated at 1193 u/l prior to lvad exchange. In emergency room their mean arterial pressure was greater than 113, non-invasive blood pressure (nibp) 155/92. The patient valve open 1:1. The patient was started back on his oral hydralazine and given additional ivp hydralazine, patient also started on IV cardene to control blood pressure. Patient had an lvad exchange and an hm2 was taken out and hm3 was inserted. The patient received blood and blood product intra operative.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the driveline from heartmate ii lvas, serial number (B)(6), confirmed external wire damage that would have contributed to the driveline fault alarm and abnormal pump operation captured within the submitted log files. Additionally, examination of the pump's blood-contacting surfaces confirmed the presence of thrombosis. Lastly, a direct relationship between the device and the reported hypertension and bleeding could not be conclusively determined through this evaluation. (B)(6) was returned assembled with the driveline cut approximately 4.5 inches from the pump housing and a distal segment measuring approximately 33.5 inches was returned. All parts of the sealed inflow conduit (the inlet tube, inflow conduit flex section, and inlet elbow) were returned detached from the pump. Approximately 1 inch of the sealed outflow graft and outflow graft bend relief were returned. The bend relief collar was returned. The outlet elbow was returned attached to the pump. The driveline was tested for electrical continuity in the condition that it was received and revealed a discontinuity in the orange wire on the distal, 33.5 inch segment of driveline. Examination of the underlying wires revealed a complete break of the conductors of the orange wire at the controller connector. This conductor breakdown appeared to be due to repetitive flexing in this location. The remaining wires on all segments of returned driveline were submerged in a saline bath solution for hi-pot testing to further verify the integrity of each wire's insulation. This test did not reveal any additional areas of current leakage. The pump stops and low speed operation observed within the log file would have resulted if the exposed conductors of the orange wire made contact with the metal braided shield, resulting in a short to shield. The recorded driveline fault alarms would have resulted from the observed conductor breakdown in the orange wire, which is consistent with the log file findings. Additionally, upon disassembly of the returned pump, examination of the proximal side of the outlet stator revealed a non-laminated thrombus situated around the outlet bearing ball and in between the stator blades. Although the lack of laminated layering suggests that the thrombus did not initially form in the outlet stator, it would have contributed to the reported hemolysis. Upon removal of the observed deposition, the device was cleaned. The pump bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies related to wear or damage were observed that would have contributed to a functional issue. The damage to the distal end of the driveline was bypassed and functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. Review of the device history records showed no deviations from manufacturing or qa specifications. The implant kit was shipped to the customer on (B)(6) 2017 on customer order (B)(6). The heartmate ii lvas IFU rev. H is currently available. Device thrombosis, hemolysis, and bleeding are listed as adverse events that may be associated with the use of heartmate ii lvas. The patient care and management section of the IFU outlines indications of thrombus and how to respond to such events. This section also discusses anticoagulation, including recommended inr values. The pump performance monitoring section explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The heartmate ii lvas IFU states that post-implantation hypertension may be treated at the discretion of the attending physician. The section entitled ¿pump performance monitoring¿ under patient care and management covers wear and tear to the driveline. Patient handbook is also available. This handbook contains a section on "caring for the driveline." However, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The site communicated that the patient received blood and blood product during lvad exchange from heartmate ii to heartmate 3 and immediately after operation.